Event description:
It was reported that during a breast biopsy when using the control module under ultrasound influence the cutter stopped during the sample mode and a burning smell was noticed. Also, the lcd screen was causing intermittent signals. Another device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information not provided based on analysis results, the complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer complaint. The dc motor adaptor was slipping causing the cutter to stop. The lcd connector was loose causing the intermittent screen signal. The vacuum pump was causing the burning smell. To correct the issues, the analysis site replaced the dc motor adaptor, lcd connector and the vacuum pump. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.